Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation edition. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was flushed with detergent solution. The customer could not confirm whether the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer reported the device was also reprocessed using an endo cleanse neo reprocessor. During evaluation, the reported issue was confirmed: the image was noisy due to damage to the scope connector. Functional testing also determined that the bending angle in the up direction did not meet with specifications and the up/down directional knobs had excess play. Both directional issues were caused by a worn angle wire. Testing showed the water removal specifications were not met due to the clog in the nozzle. Visual examination found the following additional issues: the bending section cover adhesive was cloudy and cracked; the scope connector was dirty due to water leakage; switch button 1 was scratched; the image guide protector was scratched; the suction cylinder was sheared; the connector cover was scratched; and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope produced a noisy image. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No adverse effects to patient reported.